Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the personal therapy manager showed code 8286. She had a new healthcare professional (hcp) who made the dose stronger in (B)(6) 2017, and she had an appointment on (B)(6) 2018. The patient did not recently have a refill. She would follow up with a hcp. There were no reported symptoms. No further complications were reported.